Event description:
It was reported that a cartridge leaked from the red plunger during the fill tubing stage, and the user replaced it with a new cartridge and completed the supply change without further assistance. No reported adverse clinical effects during the event. Outcomes included no interruption beyond replacing the cartridge and no alerts or alarms. Investigation of this case revealed a leaking cartridge associated with the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined.